Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. A photograph of the patient's infected exit site was submitted. A tear in the silastic sleeve of the driveline was noted in the picture. Based on the submitted log file, there was no disruption in pump function, which indicates that the tear was likely superficial. The pump remains in use supporting the patient. A specific cause for the reported driveline infection and a correlation to the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a driveline infection that was first noted in (B)(6) 2015. The source of the infection is unknown. The patient was in a rehabilitation facility and was readmitted to the implanting center on (B)(6) 2015 for an incision and drainage procedure. The patient was prescribed 2 months of tigecycline and was transitioned to doxycycline through (B)(6) 2016. The patient was readmitted to the hospital in (B)(6) 2016 and underwent incision and drainage procedures on (B)(6) 2016. A tear in the velour portion of the driveline was observed during the procedure. The patient was treated with IV antibiotics, and was transitioned to oral antibiotics on (B)(6) 2016. The patient was discharged to home on (B)(6) 2016 and is on clarithromycin and doxycycline.